Event description:
Received report that a pt developed a cutaneous skin rash following the laparoscopic implanting of a v-patch for an umbi hernia. Dr reported it presented as a cellulitis. Additionally, the pt complained of vision impairment due to some condition. Add'l report from doctor - presented 4 days after laparoscopic ventral hernia repair using v-patch with blurred vision and rash distribution same as mesh. Rash settled but investigation showed right eye branch retinal artery occlusion and emboli. Visual (B)(6). Doctor reported that for eye temporary relationship but may not relate to product.

Manufacturer narrative:
This event is under investigation and upon completion a f/u report will be submitted.